Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The patient wanted a tighter cuff to improve the leakage. The cuff was downsized to a 3.5 cuff. The aus was removed and replaced. There were no additional patient complications.